Event description:
It was reported to st. Jude medical that the patient complained of discomfort. At follow-up the device delivered inappropriate therapy. Egms showed a high degree of intermittent noise. It was found that the lead had migrated through the epicardium. The physician elected to use a new lead.